Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient had flickering lights in periphery, blurry uncorrected vision at near more than distance and fuzzy. The iol was exchanged for another diopter and model company lens. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had furry, on going blurry vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as visual discomfort. Additional information has been requested.